Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v011018, implanted: (B)(6) 2006, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3889-28, lot# v011018, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect which resulted in an explant. It was noted that the surgeon cut the lead, ¿leaving majority.¿ it was later reported that the patient was fine.

Manufacturer narrative:
(B)(4)